Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo displays a device with blood on the surrounding areas, but the point of leakage cannot be determined from the photo. Additionally, 30 retained samples underwent functional tests. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, damage to the device, or leakage during use. Furthermore, 30 retained samples were subjected to additional functional tests. All the samples passed testing as they were activated properly with no evidence of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.